Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was over 600 mg/dl. Offer troubleshooting to customer and treat but they declined and states they already working with their endocrinologist and already feeling okay. The devices will not be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir locked into place.